Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10009. It was reported that the stent was not fully dilated. The 90% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. During percutaneous coronary intervention (pci), rotablation was performed by sizing up from 1.25mm to 1.5mm in the calcified lesion, a 2.25mmx32mm synergy" stent was then deployed. Post dilatation was performed with a non-bsc balloon catheter then an opticross" imaging catheter was advanced for intravascular ultrasound (ivus). A "pullback" was performed, the physician attempted to remove the ivus catheter but it got stuck because of the incomplete dilatation of the stent. The location where the catheter got stuck could not be determined by the physician and it could be in the most calcified site within the stent. The physician then pushed the catheter but it could not move at all. A non bsc 14 inch wire was inserted and it changed the stuck location. Balloon inflation was performed and the imaging catheter was then successfully removed from the patient's body. The procedure was completed with a another opticross" imaging catheter. No further patient complications were reported and the patient's status was good.